Event description:
The user noted negative anion gap results for four patient samples were reported outside the laboratory. Upon investigation, the user found questionable bicarbonate results for the patient samples. The assay was recalibrated and the patient samples were retested on (B)(6) 2010. The user provided data for three patient samples which were discrepant. Patient sample 1 initial result was 42.2 mmol/l, repeat result was 25 mmol/l. Patient sample 2 initial result was 42 mmol/l, repeat result was 26 mmol/l. Patient sample 3 initial result was 42.4 mmol/l, repeat result was 26.2 mmol/l. Corrected reports were sent out with the repeat result. No patients were treated based on the questionable results. The bicarbonate reagent lot number was 62350501.